Event description:
It was reported the patient underwent a hip revision approximately 1 month post-implantation due to infection. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. D10: cat# 650-0661 lot# 3266978 delta ceramic fem hd 36/0mm. Cat# 30123607 lot# 67185574 g7 vit e high wall lnr 36mm g. G2: foreign - event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.